Manufacturer narrative:
Event description, corrected data, follow-up report #1 inadvertently did not include that the device has been received by the manufacturer and is pending product analysis. Device available for evaluation, corrected data, follow up report #1 inadvertently did not state that the device was available for evaluation on 11/15/2017. Device evaluated by MFR?, corrected data, follow up report #1 inadvertently did not include that the device has not been evaluated, but product analysis is pending.

Event description:
The generator has been received by the manufacturer, and analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
The patient's generator underwent product analysis, where the pcba (printed circuit board assembly) was subjected to an electrical test in which it failed several times. Fine grit sandpaper and isopropyl alcohol were used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge was cleaned, the pcba passed the same electrical test. Based on the electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical and resistive paths were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the test tab removal manufacturing process resulted in increased current consumption for both standby and pulsing modes of operation. No other relevant information has been received to date.

Event description:
It was reported that this patient's device is already showing ifi (intensified follow-up indicator) = yes, and was implanted less than a year ago. The doctor was curious how the patient's battery depleted so quickly. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient was having daily seizures due to the generator's battery depletion that was found to be at a status of eos (end of service). The patient's generator was unable to be interrogated due to the eos status. The patient's generator was replaced, and the explanted generator has not been received by the manufacturer to date.